Manufacturer narrative:
A final report will be submitted upon completion of the evaluation. An evaluation summary will be included in the final report.

Event description:
A 6f angio-seal evolution was deployed. The suture was cut but the collagen protruded out of the skin. When the collage was attempted to be pushed below the skin line, the collagen came off. A hematoma developed and manual compression was applied for fifteen minutes after which a femostop was used to achieve hemostasis. The patient stayed at the hospital overnight for observation.